Manufacturer narrative:
Reported issue of bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the ligator band could not be released inside the patient. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue was present on the device indicating use or handling. A visual examination of the ligator head found three bands present and in position. Four bands had been deployed and not returned. It was noticed that the ligator head teeth were damaged. The suture was observed to be broken with portions still attached to the ligator head and the trip wire loop. The trip wire was bent and not secured into the handle slot. It was noted that the handle slot presented slight evidence that the trip wire had been previously secured. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard. No issue was noted with the handle assembly. Based on the condition of the returned device, it is possible the trip wire was not tightened appropriately or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands, however, it cannot be confirmed that the trip wire was not secured properly during use. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.   A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the ligator band could not be released inside the patient. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.